Event description:
It was reported that oversensing on ventricular channel was observed. After review of the egms the oversensing looked to be myopotential inhibition. Programming changes were made. Patient was fine after event.